Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of over 400 mg/dl. Reportedly, the user did not address bg level. During troubleshooting with tandem's technical support, it was determined that there were small air bubbles in the tubing.